Event description:
It was reported the lead was explanted and replaced due to low impedance, over/under sensing, and high pacing thresholds. Attorney later alleges patient "suffered physical and other injury as a result of the recalled lead." Further alleges that "on or about (B) (6) 2008, (patient) experienced a malfunction and probable fracture of the medtronic sprint fidelis lead wire, requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead, model 6949" and "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B) (4) no anomalies found. Full lead returned and analyzed.